Event description:
The co received a letter in the UK from a firm of solicitors claiming that their client had suffered 'slow progressive peroxide burns to his eyes' after using oxysept 1 step tablets which were described as 'faulty." The letter contained a statement from a professor of clinical optometry who had talked to the client on the telephone. The pt allegedly treated at a hospital where a 'corneal burn' was diagnosed and treated with steroids and antibiotic drops. The tablets were not returned for analysis and the batch number is not known. No info on this care has been received directly from the pt or the treating physician. The sponsor is unable to obtain further information from the pt or his doctor at this time.